Event description:
Literature was reviewed regarding maintaining coaxial alignment and coordinated movement of the circular catheter and guidewire is crucial to prevent knot formation. The authors described a patient as a 61-year-old man with a history of atrial fibrillation underwent a pulmonary vein (pv) isolation procedure. During the procedure, the catheter would "abruptly flip out of the vein". Resistance was felt when retracting the catheter into the sheath and the catheter could not be fully retracted. After removing the catheter from the patient, it was noted that there was a knot at the tip of the catheter. The status of the catheter is unknown but has been requested, no patient complications have been reported as a result of this event and no additional performance issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.